Manufacturer narrative:
A visual inspection of the suspected pressure dome revealed that the pressure dome was disrupted in the area of the thread and above. On the threaded section vertical crack lines and above horizontal crack lines were exhibited. Reportedly, there is a reprocessing chemical in use which has been approved by dräger for cleaning and disinfection. A clear root cause for the breaking cannot be determined in the particular case. Dräger has received similar complaints in the past but the typical indicators for deterioration caused by exposition to incompatible reprocessing agents are missing here. Furthermore, the customer reportedly uses a formulation that has been tested by dräger for suitability and which was approved. The hairline cracks may be an indication that the dome was screwed on to the flowmeter port with too much force and, the continuous inner pressure during use finally led to the reported bursting. The IFU contains related advises that the product must be regularly inspected for mechanical integrity and that an in-depth check by a trained person has to be carried out at least every three years. On the base of 120.000 delivered flowmeters since 2001 and 13 known cases the field failure rate is within the foreseen range and thus, the associated risk is considered acceptable.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the dome of the flow meter was disrupted during use. No injury reported.